Manufacturer narrative:
The device is en-route to our facility for evaluation. Upon completion of our analysis, a supplemental MDR will be filed.

Event description:
The complainant reported a 56 year old male patient presenting with cardiomyopathy for impella support. Approximately 7 days into use, the pump stopped and the patient went into cardiogenic shock requiring 25 minutes of cardiopulmonary resuscitation. Troubleshooting was successful in restarting the pump with use of a new aic controller, however, the patient's condition deteriorated after the event, resulting in the therapy being discontinued and the patient expiring.

Manufacturer narrative:
The aic console was returned and an investigation concluded the pump stop was related to a defective sub-circuit component within the console (pump motor driver).